Event description:
The customer reported that the battery was not getting charged. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The customer reported that the battery was not getting charged. There was no reported patient involvement. A philips field service engineer evaluated the device and isolated the problem to the power supply assembly. The power supply assembly was replaced to resolve the issue. After passing all performance assurance tests the device was returned to the customer. No further communication was requested and none is warranted. This was a malfunction of the power supply assembly.